Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was down and failed to power on. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device would not power on. The technical support specialist (tss) found station had previously undergone maintenance to address a hard drive bloating issue. Following this, the device was brought back online and confirmed to be operational. The customer was informed that the station was now functioning, and the case was closed after confirmation. The system functioned as intended after the technical support specialist troubleshot the device.